Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. (B)(6). Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as feb 11, 1999. If information is obtained that was not available, a supplemental medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unavailable. Reporter's name and phone number were not provided. The device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized, was rough running and blocked. Therefore, the reported condition was confirmed. It was further reported that the device had no function. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and evaluation, it was observed that the motor on the power drive device seized and was rough running. The event was no related to surgery, there was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.